Manufacturer narrative:
On (B)(6) 2014: added the event and explant date. Upon receipt, the lead was found dissected at 41.5 cm proximal to the tip. Only the distal segment was received for analysis. The received lead segment was subjected to an extensive inspection. The analysis revealed a fractured inner conductor coil and a broken insulation at 40.5 cm proximal to the lead's tip. In that section, the lead body was found deformed and abraded. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as a result of the interaction with the fixation sleeve. Further inspection revealed explant damages i.e. Cuttings of the insulation and a deformation of the outer conductor coil. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead exhibited high out-of-range pacing lead impedance measurements greater than 2,000 ohms. Additional information indicated that this rv lead was fractured. This rv lead was explanted. No adverse patient effects were reported. This lead is expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.